Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cardiac care unit, the md inserted the super arrow-flex (saf) sheath into the patient's left femoral artery. The intra-aortic balloon (iab) was passed through the saf sheath and became stuck inside the sheath. The md removed the iab and the saf sheath as one unit. A datascope iab was prepped and used without difficulty. There was no reported pt death injury. Medical/surgical intervention was not required. The therapy was delayed for 20 minutes. There were no reported pt complications. The outcome of the pt is that the pt successfully rec'd his intra-aortic balloon pump therapy.